Event description:
Account reported that physician experienced suction loss during laser treatment. The physician replaced the suction ring with new one (but used the same cone) and restarted the operation. After that a setting part was off the point. The lower part of the flap was geminated (double). After 3 month, epithelial ingrowth was observed. The patient was brought back to the site, flap was lifted and epithelial ingrowth removed. The physician is considering reoperation because the patient has astigmatism. After 6 months os&#65533;f 0.6 (1.2s-0.25dc-2.0d150 degree)

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional info: the patient had an additional excimer (custom) surgery on (B)(6) 2014. Correction : s-0.56d c-1.88d a145. Post-op three months left eye i1.2 x s+0.5dj- no best corrected visual acuity loss. It was reported that currently, patient is doing fine. Placeholder.

Manufacturer narrative:
Product was returned and evaluated. Dimensional testing was performed to address the flap issues, suction loss complaint type and the cone was found to be within specifications. The product met the acceptance criteria. The returned product investigation results do not indicate a product deficiency. Also there were no discrepancies or defects found during the mrr (manufacturing record review) that are related to the alleged defect for the complaint type reported. The documentation shows that manufacturing assembled the p/os within specifications when this lot was completed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Correction for follow up #2 info. It was reported that post-op three months left eye was 1.2 x s+0.5d j-. The actual left eye reading shall be os = 1.2 x s +0.5d - no best corrected visual acuity loss. Placeholder.